Manufacturer narrative:
The smiths medical pump was returned with a damaged lens. The analysts noted that one of the tests was a little high. It was found that the expulsor needed trimming and after trimming, the tests were within the 3% error margin of the pump. The inaccuracy that was reported was able to be duplicated and the expulsor is believed to have caused the inaccuracy issue.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed volumetric testing. There was no patient involvement at the time of the event. There were no reported adverse events.